Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
Philips received info from the customer reporting the couch moved down to the lower limit when the up button was pressed and they were not able to stop the motion. There was no report of harm to the pt or operator.